Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reportedly experienced issues with kinked cannulas in three infusion sets. Symptoms were noticed three or more hours after insertion in the upper buttocks area. Infusion set was in use for 7 hours. The patient successfully resolved the problem by replacing the infusion set, which allowed for the resumption of insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.